Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/02/2016. The fse found a leak from disconnected tubing on the blood sampling valve (bsv). He observed that the tubing had disconnected from port # 3 on the bsv. The fse replaced the tubing which resolved the leak and the errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 20 ml from a coulter lh 750 hematology analyzer . The leak was not contained within the instrument. The customer was performing normal routine operation when the leak was observed. The customer stated that "low vacuum drift" error messages had been generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.